Manufacturer narrative:
Analysis of the pump identified a failure of laboratory dispense testing above specification. Analysis of the catheter identified a broken suture loop at the pump connector. H6: the previously reported evaluation conclusion, method, and result codes no longer apply. Evaluation conclusion code 4315 and result code 180 apply to the pump. Conclusion code 19 and result code 114 apply to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8703w lot# l46691 serial# implanted: (B)(6)1997 explanted:(B)(6)2019 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-oct-10. The initial reporter information was provided. It was reported that the results of the culture were positive and the cause of the infection was unknown. The cause of the catheter tear/hole was unknown. The patient experienced withdrawal and was hospitalized for pain management. The product was returned to the manufacturer for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l46691, implanted: (B)(6) 1997, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 1999-09-08 , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal fentanyl 2000 mcg/ml at 829 mcg/day, clonidine 1117 mcg/ml at 462.99 mcg/day, bupivacaine 6.2 mg/ml at 2.56 mg/day, unknown baclofen 115 mcg/ml at 47.66 mcg/day, and dilaudid 18.3 mg/ml at 7.58 mg/day via an implanted pump for non-malignant pain. It was reported an infection occurred and it was related to the device. The rep was at the operating room (or) on the date of this report for a ¿potential catheter issue¿ due to ¿potential withdrawal.¿ the patient come in to the facility on (B)(6) 2019 and the revision was on the date of this report. It was confirmed that the spinal incision was infected so visualization was made of the pump itself and it was also confirmed that the catheter had a tear in it where it connected to the pump port. It was noted the rep had all product for return as the entire system was explanted. A culture was sent to the lab for determining the type of bacteria/infection. It was also reported there was conflicting information for the event date. (B)(6) 2019 was when the patient began feeling poorly but it was (B)(6) 2019 when they confirmed the infection. It was further reported the catheter had a tear in it where it connected to the pump port and the hole in the catheter was confirmed after the incision was made and they saw the tear. No further complications were reported/anticipated or expected.